Manufacturer narrative:
Gore was informed that the device was implanted roughly 10 years ago. Since the correct implantation date is unknown, the date when gore became aware minus 10 years was used. (B)(4).

Event description:
About 10 years ago the patient underwent treatment of an abdominal aortic aneurysm with a gore&#59397;excluder&#59393;aaa endoprosthesis. Post CT images, dated (B)(6) 2016 show that the device is positioned approx. 7mm below the lowest renal artery. According to the physician the device seems to have migrated distally and created a type ia endoleak. A proximal extension with a gore&#59397;excluder&#59393;aortic extender was performed on (B)(6) 2016. The endoleak was successfully treated and the patient tolerated the procedure.